Manufacturer narrative:
The ge service rep replaced the 5v power supply in c-arm along with ffb and gib pcbs. He reloaded flash and calibration files. The machine is fully functional. The rep was unable to duplicate the ffb reboot.

Event description:
The customer reported that the system locked up during an unk procedure. The system would continue beeping and saying live, but there was no radiation being produced. The system was then rebooted with no other issues therefore there was no pt injury.